Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported a light headache after she got home. The patient stated she felt like the leads may not be connected because her device was not working. The patient reported she received the setting not available, cannot provide the desired setting, call you clinician message on both sides and she was unable to feel any stimulation. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event. The indication for use is unknown.